Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely fluid ingress caused the imaging noise. However, a specific cause of the image noise was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic procedure, the image on the high definition autoclavable camera head disappeared intermittently. The intended procedure was completed successfully with a similar device. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: severe noise on the image, the coupler was rattling, there was a failed leak test, the cable was twisted, there was leakage from the cable and charge-coupled device, there was corrosion from the cable and charge-coupled device connector, there had been water in the coupler part, and there was leakage from the body case part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.